Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, during the initial insertion of a central venous catheter (cvc), the guidewire was found to be kinked. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was required beyond removal of the affected device, and the procedure was completed successfully following replacement with another device.